Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9014662. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd micro-fine¿ + insulin syringe with needle had difficult plunger movement during use. The following information was provided by the initial reporter: "the plunger is very stiff and awkward to move. There is no smoothness of movement which is vital for injections. They seem of very poor quality. I am not looking forward to trying to inject myself. Fortunately I still have a few terumo ones left to keep me going."